Manufacturer narrative:
The reporter indicated there was no patient contact or injury with this lens. Another same model/size lens was implanted. The cause of the lens damage was unknown. (B)(4).

Manufacturer narrative:
Device: collamer® ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. Work order search: no similar complaints were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated a cc4204a collamer single piece lens, +25.0 diopter, was torn during the procedure and there was patient contact. The lens was thrown away. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.